Event description:
Customer reports trial was performed and the catheter was placed. Overnight, the microject pump emitted steady beep. The unit was flushed and reset but kept beeping. The catheter was explanted and a cartridge was replaced and the beeping stopped.